Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused. It was further reported the "device mostly infused but there¿s a little left in the balloon" and the lid appears damaged. The damage was not further specified. The device was filled with 5-fluorouracil to a total fill volume of 115ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from october 4, 2019 - october 7, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed a separated coil cap and that residual fluid remained inside the device bladder/balloon. Due to the nature of the returned sample, no additional testing could be performed. For the reported condition of underinfusion, a functional flow test is required to verify the flow rate accuracy of the device, but this was not possible due to the lack of a physical sample. The reported conditions were verified during initial inspection of the photograph. The cause of the conditions could not be determined, however, the most probable cause of the conditions was noted to be user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.